Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation:device photograph(s) for the device related to the reported event of deflation was reviewed on sept 24, 2020. Visual analysis of the photographs identified:yellow particles on the surface shell, fluids, crease fold, wear abrasion. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted.